Manufacturer narrative:
One cadd® prizm vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed occlusion test, failed volume test". Visual inspection found the pump to be in good physical condition. The event log revealed high pressure alarm messages after pump started. Unable to repeat customer's reported problem. The pressure switch test was found to be activated low, but within the pump's manufacture specification. Visually inspected the pump and found it had fluid ingression. The "failed occlusion test" was caused by fluid ingression. What caused the reported problem was determined to be fluid ingression. Who caused the reported problem was determined to be customer induced.

Event description:
It was reported that a cadd® cadd-prizm® vip system failed occlusion test and failed volume test. There is no report of any patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.